Event description:
International customer reported that an air leak was observed following placement of the device. The device was reconnected to a new drainage reservoir.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatch reports being submitted as four seperate devices were used. See 2210968-2007-00233, -00234, -00235, and -00236 for all associated reports. The same pt is represented in each medwatch.